Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 in order to remove and replace the internal magnet due to possible head injury. The implanted device remains.